Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. An issue with the reagent or instrument cannot be excluded as qc was out of range after running the samples. It was also noted the diluent used for the diluting the patient samples was expired. After placing a fresh reagent and diluent pack onboard the analyzer, the issue appears resolved as no further incidents were reported.

Event description:
The customer reported that they received questionable results for twelve patient samples tested for estradiol. The customer also noted that their quality control was out of range after running the samples, so they discarded the pack that was in use. A new pack was placed on board the analyzer on (B)(6) 2012. Of the twelve samples, two were found to have erroneous results. Sample one, from an infertile patient, initially resulted as 4300 pg/ml accompanied by a data flag. The sample was repeated at a 1:5 dilution and resulted as 6361 pg/ml accompanied by a data flag. The 6361 pg/ml value was reported outside of the laboratory. The physician stated the patient initially had a high stimulation, so based on the high estradiol value, the physician eased off on stimulation and had the patient's blood drawn again on (B)(6) 2012 to test for estradiol. The physician thought the drop seen in the estradiol result from the (B)(6) sample was unrealistic, so the physician requested a repeat of the original sample from (B)(6) 2012. The sample was repeated at a 1:5 dilution on (B)(6) 2012 and resulted as 6526 pg/ml accompanied by a data flag. The customer also provided values of 6529 and 6361 pg/ml for the first repeat, but the customer could not verify if these were accurate since these values were indicated on internal laboratory e-mail communications or verbally provided between laboratories. The sample was repeated a second time at a different laboratory on a different e411 analyzer and resulted as 4167 pg/ml. The 4167 pg/ml value was believed to be correct. Sample two, from a female donor patient born in 1985, initially resulted as 4300 pg/ml accompanied by a data flag. The sample was repeated at a 1:5 dilution and resulted as 5276 pg/ml accompanied by a data flag. The 5276 pg/ml value was reported outside of the laboratory. The physician stated the patient initially had a high stimulation, so based on the high estradiol value, the physician eased off on stimulation and had the patient's blood drawn again on (B)(6) 2012 to test for estradiol. The sample was repeated at a 1:5 dilution and resulted as 4489 pg/ml accompanied by a data flag. The sample was repeated a second time at a different laboratory on a different e411 analyzer and resulted as 4026 pg/ml. The 4026 pg/ml value was believed to be correct. The treatment for both patients was withheld based on the event, but no adverse events were alleged. The estradiol reagent lot number was 16791401 with and expiration date of 11/30/2012. The field service representative could not determine a cause. He investigated the issue and checked the analyzer mechanics. The flow of the sipper and s/r probes checked ok and the system volume checked ok. He ran performance testing and all values verified as ok. The customer ran calibration and quality control, results were ok.